Event description:
A 22m diamter x 13 mm diamter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology is unk. The vessels were small and frail, with no tortuosity or calcification. It was reported that during the insertion of the glidewire the iliac artery was disected. The physician then attempted to place the bifurcated stent graft to repair the dissection as well as exclude the aneurysm, however the insertion of the stent graft perforated the small frail iliac artery. The stent graft delivery system was removed without difficulties. The physician then placed another MFR's covered stent and an aneurx iliac limb. The physician then attempted to place the bifurcated stent graft again, but was unable to advance the stent graft to the intended landing zone. The physician elected to convert the pt with an open surgical repair. The device was discarded after the procdure and will not be returned to medtronic. No additional sequelae were reported and the pt was in stable condition at the end of the open surgical repair procedure.